Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an intermittent inoperative crystal, designator y1 from the single board computer which is located on the system pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device was intermittently losing power when powered on. The customer advised that this issue was noticed while monitoring a patient. The customer did not indicate that the reported issue caused any adverse outcome to the patient as a result. No additional patient or event information has been received.